Manufacturer narrative:
Liebel flarsheim field service engineer report : the fse could not duplicate the problem. The fse checked the park arm amplifier power control board and button on table. Fse cycled power, checked full functionality of the table and verified proper operation. The fse also adjusted voltage on cpu pcb on u-12 to 5.12vdc from 5.19vdc, although it is not known that the cpu voltage being at 5.19 would cause this. However, it is outside the tolerance and the fse made the appropriate adjustment. In discussions with lf technical service, it was noted that one critical thing mentioned in the incident description. Customer stated that the monitors appeared to have wave-like lines when the table was re-booted the first time. This is an indication that there could have been a really bad power drop or spike on the 240 vac incoming power to the table. This drop or spike in incoming power could easily have been the cause and not an issue with the table because of the description about the monitors having wavy lines. System returned to full service by the customer.

Event description:
In late 2007: customer reports, "male was having a flexible cystoscopy and cystogram for urethral stricture. As the physician started the procedure, the table started to tilt vertical. Pt was positioned such that as the table stood, the pts feet would eventually touch the floor. Therefore, the staff elected not to hit the emergency stop button. The staff supported the pt so that when the table was vertical and as the pts feet touched the floor, the pt simply walked away from the unit. All power was shut off. When rebooted, the x-ray monitor had a picture of wave like lines. All power was shut down a second time, table worked fine after that. No pt injury. Equipment was used with other procedures and has been operating in a normal manner.